Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing with inappropriate automatic mode switch. The episodes were attributed to far r wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was asymptomatic.